Event description:
It was reported that the patient's device gave a message saying "unable to maintain lv capture management safety margin". The patient also reported that they heard the device beeping. Review of the transmission showed that the left ventricular (lv) lead's thresholds have been varying. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d274trk implantable cardioverter defibrillator - implanted: (B)(6) 2011 ; 1570 competitor implantable tachy lead - implanted (B)(6) 2006 ; 1688t competitor implantable pacing lead - implanted (B)(6) 2006. (B)(4).